Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited error code e216 and the coating on the insertion section serpentine tube peeled off more than 1mm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected: e1. The following fields were updated: b5, h2, and h6. E1: (B)(6). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope image did not display during inspection for use. There were no reports of patient harm.